Manufacturer narrative:
Patient was fused. Evaluation of the returned plate confirms that the screws were locked in the plate. Screw push out of the plate displacing the material of the cam lock. This indicates that significant stress was placed on the plate. No definitive conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion. Screw back out can occur due to settling of the plate or cyclical loading of the device over time.

Event description:
Contact reported that one screw had backed out from the cervical plate 5-months post-op. Patient bones had fully fused. Surgeon revised the case removing the hardware. As surgical intervention occurred an MDR is being filed to document this event.